Event description:
Reported that a female patient treated by exilis to abdomen complained of injury in the treated area. Patient was seen by md and was diagnosed with an infection to the umbilicus. She was prescribed antibiotics.

Manufacturer narrative:
Btl industries has made an effort to gather additional information from the physician's office. Per the physician's office, the patient did not disclose that she had a "man made" belly button from a tummy tuck. No additional information was provided. The system logs received from the device did not show any malfunction.